Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, lingual artery occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a male patient. He was injected with radiesse(+) into the chin (off label use of device). Batch number was reported as unknown. After the radiesse(+) injection, the patient experienced a suspected lingual artery occlusion. He had perfusion in the chin, however, at the time of this report he did not have perfusion in the middle of the tongue. The outcome of the event was unknown.

Event description:
Follow-up information was received on 20-sep-2023: the patient was treated with sodium thiosulfate (sts) and hyaluronidase to attempt to dissolve radiesse(+). The reporter mentioned that there was possible a tissue damage in the area that solution was injected. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, blood clot travel to the tongue (embolism), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
Follow-up information was received on 26-jan-2024: the linking sentence was added to the top of the narrative. The reported event term was changed from lingual artery occlusion to blood clot that travel to the tongue and the event was recoded from vascular occlusion to embolism. Outcome updated from unknown to resolved. The patients medical history included a lining heart disease. The patient went to further investigation of the issue and it was found that the patient had severe lining heart disease that was not known to him or his primary physician. He had a body scan that revealed that the incident that was thought to be a vascular occlusion, was a blood clot that travelled to his tongue. Essentially, they would call it similar to having a heart attack in his tongue. He was doing well and all invention was conducted by his primary collaboration with his cardiovascular physician. Due to the provided information, the outcome of the event was considered as resolved (changed from unknown).